Manufacturer narrative:
No product has been returned for evaluation as implants have been sent to histology by medical facility. At this time there is insufficient information to determine the root cause. Potential adverse events and complications. "...as with any major surgical procedures, there are risks involved in orthopedic surgery. Infrequent operative and postoperative complications that may result in the need for additional surgeries include: early or late infection; neurologically injury..." Warnings, cautions and precautions. "...potential risks identified with the use of this device system, which may require additional surgery, include: device component fracture, loss of fixation, non-union, fracture of the vertebra, neurological injury, and vascular or visceral injury..." Patient education: "...the patient should be made aware of the limitations of the implant and potential risks of the surgery. The patient should be instructed to limit postoperative activity, as this will reduce the risk of bent, broken or loose implant components. The patient must be made aware that implant components may bend, break or loosen even though restrictions in activity are followed..." Post-operative warnings "...during the postoperative phase it is of particular importance that the physician keeps the patient well informed of all procedures and treatments. Damage to the weight-bearing structures can give rise to loosening of the components, dislocation and migration as well as to other complications..."

Event description:
On an unknown date a patient underwent a small interlock anterior cervical discectomy and fusion (acdf). As per reporter, patient responded well after initial procedure however, post-operative had right sided symptoms of loss of power. Reportedly, radiographs showed infection at the site of implant and implant had subsided into the c5 vertebral body. On (B)(6) 2019 the patient underwent a corpectomy surgical procedure to remove the affected vertebral body.